Manufacturer narrative:
(B)(4). Third party biomed inspected the device and the alleged condition was verified. The biomed reported to have performed the extended self-test (est) and short self-test and passed. The ventilator was returned to the customer.

Event description:
It was reported that the ventilator was inoperative. The ventilator was not on a patient at the time of the event occurred.